Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, atrial lead noise was observed. The noise was reproducible with pocket manipulation. No change in lead position or evidence of lead deterioration was observed on x-ray. Patient will be seen again in 3 months. Patient remains stable.